Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with paroxysmal atrial fibrillation in the repeat study group and suffered right phrenic nerve palsy after the initial pulmonary vein isolation and resolved completely during the follow-up period. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿pulmonary vein re-isolation as a routine strategy regardless of symptoms: the pressure randomized controlled trial¿ the purpose of this study was to determine whether a strategy of early re-isolation of pulmonary vein reconnection in all patients, regardless of symptoms, would reduce the recurrence of atrial fibrillation and improve quality of life. Suspect device is a 3.5-mm irrigated tip contact force-sensing smarttouch thermocool catheter, however catalog and lot numbers are unknown.